Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis with blood glucose of 483 mg/dl at the time of the incident and rising up to 500 mg/dl, the customer current blood glucose was 135 mg/dl. The customer was hospitalized on (B)(6) 2018 and discharged (B)(6) 2018. The customer was treated with insulin intravenous. Customer has been not using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No cosmetic damage noted.